Manufacturer narrative:
(B)(4).

Event description:
During routine follow-up, the patient¿s rv lead was determined to be dislodged and multiple episodes of non-sustained rv oversensing were noted. The physician decided to turn off therapy and pacing without any further action at this time. The patient will be scheduled for lead revision in the future. The patient condition is stable.